Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07nov2018. Philip's field service engineer (fse) inspected the device and found that the battery was not charging; causing the fan to turn on and off for about 3 seconds. The fse found the battery connector on the ventilator side had a wire terminal pushed in. The fse corrected the wire terminal for a secure connection. The unit was charging properly, and the fan is constantly on during the charging process. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that ventilator was making a loud noise. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.